Event description:
The account obtained a weak positive result on serum with hcg device kit and serum quantitation result of 2.9 on the device. The emergency room doctor stated the pt was not pregnant per physical exam. A random urine was run on the same kit and a negative result was obtained. The serum was repeat tested and the same weak positive result occurred. The hcg result was not reported. A pelvic ultrasound was done but the account does not have access to those results.

Manufacturer narrative:
MFR report number has been corrected to 14151914-1996-00004 from 14151914-1996-00003. Evaluation complete-final report.